Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the tip of the device was bent during a case. The device's tip being bent can lead to permanent impairment of body function or permanent damage to a body structure there was no impact to the patient and no significant procedural delays. The procedure was completed successfully.

Event description:
It was reported that the tip of the device was bent during a case. The device's tip being bent can lead to permanent impairment of body function or permanent damage to a body structure there was no impact to the patient and no significant procedural delays. The procedure was completed successfully.